Event description:
No report of pt harm or injury related to this event. Customer reported scoutlines not matching.

Manufacturer narrative:
Isite pacs is a software product. We are able to evaluate the product at the customer site by remote access, as well as evaluate the same product version in-house. Customer identified the issue while using isite pacs to view the images and mprs from the modality. Third party modality issue. For multi-planar reformations (mpr) automatically generated by third party modality after acquiring images with a gantry tilt, the scoutlines on the reformations do not align correctly to original axial series and scout. If customer manually generates an mpr from the modality, scoutlines are working correctly. Customer instructed to escalate to their modality vendor.